Manufacturer narrative:
Examination results suggest that this event is not device related but rather is associated with alignment.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and breakage of the tibial tray. The patellar and femoral components were revised to compatible revision devices.